Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer obtained a "scan again in 10 minutes" message from the adc freestyle libre sensor and was unable to obtain readings. A capillary result of 400 mg/dl was obtained on an unspecified meter and the customer was treated with 12 ui insulin (type unknown). There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the customer obtained a "scan again in 10 minutes" message from the adc freestyle libre sensor and was unable to obtain readings. A capillary result of 400 mg/dl was obtained on an unspecified meter and the customer was treated with 12 ui insulin (type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0064pz6vw has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer obtained a "scan again in 10 minutes" message from the adc freestyle libre sensor and was unable to obtain readings. A capillary result of 400 mg/dl was obtained on an unspecified meter and the customer was treated with 12 ui insulin (type unknown). There was no report of death or permanent injury associated with this event.